Event description:
It was reported that the patient experienced perforation. The target lesion was located in the chronic total occlusion (cto) of the distal right coronary artery (rca). A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, cto wires were used and the cto was crossed with a non-boston scientific guidewire with the help of a non-boston scientific dual lumen microcatheter. An angiography was done and the wire seemed to sit perfectly in the true lumen of the vessel. The microcatheter was trapped out and another non-boston scientific microcatheter was advanced over the wire past the cto and distal of the cto. Non-boston scientific high pressure balloons and normal non-compliant (nc) balloons were then passed down into the vessel to pre-dilate the cto and the proximal, mid segments and distal parts of the vessel. Around 3 balloons were used and there was no angiography shot done. Then, intravascular ultrasound (ivus) was used on the vessel to measure and the physician decided to use rotablator. A rotawire was then exchanged with the previously used guidewire and the microcatheter was removed. The wire sat at the distal knuckled. The physician proceeded to use rotablator with a 1.5mm burr in a minimum 3.0mm vessel at 167,000 rpm. Not much resistance was felt at proximal, mid or distal segments where it was planned to use the rotablator. The physician then removed the rotablator with no issues. After the rotablator was used, no angiography was done once again but the patient pressures seemed fine. The physician exchanged the rotawire out and replaced it with his workhorse wire. The physician then proceeded to perform shockwave with the patient in the proximal, mid and distal segments (unaware of the size selected). An angiography was then done and at the distal rca between the posterolateral artery (pla) and posterior descending artery (pda) segments, it was noted that a perforation was seen. It seemed to be contained but over time it started to spread into the pericardium. The blood was removed from the pericardium. The physician ballooned the vessel and proceeded with his procedures to fix the complication. It was noted that the patient had prolonged hospitalization for observation. Blood was given to the patient. No further complications were reported and the patient was stable post procedure.

Event description:
It was reported that the patient experienced perforation. The target lesion was located in the chronic total occlusion (cto) of the distal right coronary artery (rca). A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, cto wires were used and the cto was crossed with a non-boston scientific guidewire with the help of a non-boston scientific dual lumen microcatheter. An angiography was done and the wire seemed to sit perfectly in the true lumen of the vessel. The microcatheter was trapped out and another non-boston scientific microcatheter was advanced over the wire past the cto and distal of the cto. Non-boston scientific high pressure balloons and normal non-compliant (nc) balloons were then passed down into the vessel to pre-dilate the cto and the proximal, mid segments and distal parts of the vessel. Around 3 balloons were used and there was no angiography shot done. Then, intravascular ultrasound (ivus) was used on the vessel to measure and the physician decided to use rotablator. A rotawire was then exchanged with the previously used guidewire and the microcatheter was removed. The wire sat at the distal knuckled. The physician proceeded to use rotablator with a 1.5mm burr in a minimum 3.0mm vessel at 167,000 rpm. Not much resistance was felt at proximal, mid or distal segments where it was planned to use the rotablator. The physician then removed the rotablator with no issues. After the rotablator was used, no angiography was done once again but the patient pressures seemed fine. The physician exchanged the rotawire out and replaced it with his workhorse wire. The physician then proceeded to perform shockwave with the patient in the proximal, mid and distal segments (unaware of the size selected). An angiography was then done and at the distal rca between the posterolateral artery (pla) and posterior descending artery (pda) segments, it was noted that a perforation was seen. It seemed to be contained but over time it started to spread into the pericardium. The blood was removed from the pericardium. The physician ballooned the vessel and proceeded with his procedures to fix the complication. It was noted that the patient had prolonged hospitalization for observation. Blood was given to the patient. No further complications were reported and the patient was stable post procedure. It was further reported that the non-boston scientific guidewire was exchanged for an unknown guidewire before the balloons were used. After ivus, rotawire was then exchanged with the unknown guidewire and the microcatheter was removed. Rotawire was noted to be in a safe position as it was observed to be prolapsed on itself as seen with the rotawire distal. The physician's opinion was that he was not sure of the cause of the perforation. However, he mentioned it could be one of the wires that was used during the case. The nurses' opinion was that they did not feel that it was the rotalink or rotawire that caused the perforation. The patient is stable and was sent home last week thursday, 05nov2020. No further complications were reported.